Event description:
This rv lead was implanted on (B)(6) 2009. A product experience report on (B)(6) 2018, stated that this lead was capped/abandoned on (B)(6) 2018, due to oversensing and pacing inhibition. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).